Manufacturer narrative:
As reported, the patient had post-op development of rash outside of the dressing area after use of arista ah. The surgeon reports the patient may be having a response to the betadine skin preparation, however could not rule out the arista ah as a factor. Based on the information provided to date, no conclusion can be made as to the degree to which the arista ah, may be causing or contributing the patient¿s reported symptoms. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Note: the date of event is provided as an estimate, based on the contact's information. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported, the patient was treated for thyroid case during which 1g bellow of arista ah was used as a hemostatic agent. The arista ah was applied to the site but there was no active bleeding. As reported, the excess arista product was not irrigated out after hemostasis. The wound was closed. There were no immediate complications. A few days following surgery the patient developed post op rash and swelling outside the dressing area. It was in the area of the neck, chest and extremities. Surgeon stated that it feels the arista is most likely the issue. Patient was treated with prednisone steroids and doctor stated the patient was slowly improving. It was identified that there was no infection. The issue was a skin rash, reaction type response. Doctor could not rule out arista ah as a factor but did indicate that it may have been response to betadine skin preparation.